Event description:
It was reported that the patients' leads had migrated. The patient underwent a revision procedure where the linear leads were replaced with a paddle lead. The patient was doing well postoperatively. The explanted leads were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7092602.